Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was going through sensors quickly due to blood at the insertion site; she removed one particular sensor and found that the sensor cannula was intact but split down the middle, one side clear and the other side dark. The patient's blood glucose at the time of incident was 99 mg/dl. A picture was requested of the damaged sensor. No products were returned and a replacement sensor was shipped to the customer.